Event description:
After removal of the atw guidewire from the right coronary artery, the distal tip was seen uncoiled. Minimal friction was felt during advancement and torquing. The guidewire was wiped clean without difficulties or need for additional force. The vessel was calcified and tortuous, and the lesion measured 3.0 mm in diameter.